Event description:
It was reported that during a lar procedure there was an air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable, device was not returned for evaluation.